Event description:
It was reported in this case that an ap ssd beam was added. All is normal at this point with a 10x10 beam shown on the patient surface and dose displayed correctly within the patient. Then the gantry angle is changed to 180 degrees. Instead of the beam moving to a pa position, the ap beam simply pivots around its original entry point to display a beam pointing out of the patient. Dose is then incorrectly calculated for this beam as if the beam were entering from the pa with a smaller field size which diverges to give a 10x10 at the patient surface. There was no actual mistreatment reported based on the available information.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product. The issue was determined to be a defect in the product.